Manufacturer narrative:
An embolization was being performed with micrus products. When the helipaq 5x15 (che10051530/f59060) was to be used; it detached partly in the microcatheter and partly outside the aneurysm without having pressed the dcb detachment button. As a result; the microcatheter had to be removed with the coil inside. The products used satisfactorily were 1 neuropath; 1 watusi; 1 courier 017; 1 connecting cable; 2 deltapaq 5x15; 2 deltapaq 6x16; 1 helipaq 5x15; 1 helipaq 6x15 and 1 helipaq 7x30. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: 1 neuropath; 1 watusi; 1 courier 017; 1 connecting cable; 2 deltapaq 5x15; 2 deltapaq 6x16; 1 helipaq 5x15; 1 helipaq 6x15 and 1 helipaq 7x30, dcb, microcatheter (details all unknown).

Event description:
An embolization was being performed with micrus products. When the helipaq 5x15 (che10051530/f59060) was to be used; it detached partly in the microcatheter and partly outside the aneurysm without having pressed the dcb detachment button. As a result; the microcatheter had to be removed with the coil inside. The products used satisfactorily were 1 neuropath; 1 watusi; 1 courier 017; 1 connecting cable; 2 deltapaq 5x15; 2 deltapaq 6x16; 1 helipaq 5x15; 1 helipaq 6x15 and 1 helipaq 7x30.